Event description:
During routine maintenance, the bio-med turned on the n2o tank connected to the mainifold. The kion n2o regulator has a large leak. There was no patient incident. The fse has been dispatched.